Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a device follow-up, the physician performed a threshold test. However, the pacemaker-dependent patient went into asystole, with dizziness and malaise. The programmer touchscreen would not respond so the physician could not stop the test immediately. The patient recovered with no intervention or additional adverse effects. The programmer will be returned for analysis and repair.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being filed to add the asystole patient code that was missed in the initial report. The product has been received for analysis. This report will be updated upon completion of analysis. The programmer was returned for repair. Analysis was not performed as the failure modes are well understood, are not increasing, and are expected to stay the same for the remaining units that are still in service. This model is no longer being manufactured and there are no planned design changes. Therefore, an evaluation conclusion code of cause not established was assigned.

Event description:
It was reported that during a device follow-up, the physician performed a threshold test. However, the pacemaker-dependent patient went into asystole, with dizziness and malaise. The programmer touchscreen would not respond so the physician could not stop the test immediately. The patient recovered with no intervention or additional adverse effects. The programmer will be returned for analysis and repair.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being filed to add the asystole patient code that was missed in the initial report. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a device follow-up, the physician performed a threshold test. However, the pacemaker-dependent patient went into asystole, with dizziness and malaise. The programmer touchscreen would not respond so the physician could not stop the test immediately. The patient recovered with no intervention or additional adverse effects. The programmer will be returned for analysis and repair.